Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the third party service center for further evaluation. The device was returned to a third party service center. During evaluation, corrosion was found on power connector. Additionally, the service center found foam degradation and connector oxide during evaluation. The device was scrapped. This report is being submitted for the corrosion found on power connector during service. There was no allegation of serious or permanent harm or injury.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.